Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported via a phone call to the sales representative (sr) that the patient had returned to the critical care unit after being in the operating room and the central lumen of the intra-aortic balloon (iab) was assumed to be "clotted off." The a-line tubing was "cut" and "tegaderm was covering the end of the cut a-line tubing." The iab was inserted a week ago. The rn did not have information as to when the a-line "clotted off." Presently the intra-aortic balloon pump (iabp) was working with the ECG connected. The rn called the sr and wanted to know which a-line (patient has 2 femoral a-lines at this time) would be best to connect to iabp. After answering the rn's question, the sr requested the iab be saved in a red bag once it was discontinued. There was no reported patient death or injury. Medical/surgical intervention was not required. There was no reported delay in iab treatment. There were no reported patient complications. The patient outcome is listed as ok.